Event description:
Indication: nonfamilial hypogammaglobulinemia; common variable immunodeficiency with predominant immunoregulatory t-cell disorders; immunodeficiency, unspecified. Hyqvia strength: 5gm/50ml and 30gm/30ml. Unsolicited: pt reports she received new pump [serial: (B)(6); maintenance due: unknown) and yesterday during her hyqvia infusion during the last 10 minutes she got an error for air in the line. There was about an inch of liquid left in the bag. She reset it a few times until the error disappeared and she was able to finish the infusion. Rph advised a new pump would be sent. Pump associated with event available for return. No missed dose or adverse event(s) reported due to product issue. No further info. Reported to (B)(6) by pt/caregiver.